Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Event description:
It was reported that the patient experienced pain during dressing changes, rheumatic attacks and antibodies against actin and myositis. It has resulted delayed healing.